Event description:
The pt's family member, a physician, reported in 10/2004 that their pt's fasttake meter was reading inaccurately high. During troubleshooting, it was discovered that the meter was set in the incorrect unit of measure (mg/dl instead of mmol/l). The reporter stated that the nurse who was taking care of the pt had misinterpreted a result of "321 mg/dl" as "23.1 mmol/l" (416 mg/dl) and given the pt insulin. The date and time of this test are unknown. The pt became hypoglycemic and was rushed to the hospital, where pt "almost went into cardiac arrest." There is no information regarding the insulin given (dosage/type, and whether it was a set amount or based on the result); any symptoms the pt was experiencing before and after becoming hypoglycemic; if the ems were called and what their meter result was; what the hospital meter/lab result was; and what treatment the pt received. The unit of measure can be changed intentionally or unintentionally when a user resets the date/time and/or replaces the meter battery. The reporter mentioned that their pt had not reset the date and time and had not changed the meter battery. There is no information about the nurse changing any settings or the battery either. There is no evidence of meter malfunction. The reporter has refused to provide further information regarding this event. Although further information would be very helpful in assessing the reportability of this case and in providing additional information, co is nevertheless reporting this case as an adverse event due to user error. The meter was found in the wrong unit of measure and the pt suffered an adverse event, a hypoglycemic episode, consistent with misinterpreting a result in mg/dl as one in mmol/l.